Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA 05/07/2011.

Event description:
The customer reported that the system switched off today during the examination. After restarting, the device always worked again.